Event description:
The complainant reported that while performing a coronary angioplasty, the transducer reading was drifting. The transducer was switched out and the procedure was completed. There was no harm or injury to the pt.

Manufacturer narrative:
The suspect device was returned to merit for evaluation. The device was functionally tested. During the testing procedure, there was no drifting observed and the device functioned within specs. The complaint was not confirmed; therefore, no conclusion can be drawn. The device history record was reviewed and no spec deviations relating to this failure were noted. There have been no other similar failures reported for this lot.